Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reports the catheter was broken before any fluids were run or it was utilized. The nurses believe the catheter either cracked as soon as the package opened or cracked immediately after.

Manufacturer narrative:
The product related to this complaint is product code 8888160333, product description: 3.5fr p.u.r. Umbil cath x10 and the product lot number is unknown. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One used sample was received for testing and investigation. The sample presents remnants of blood inside the tubing. Additionally, the sample comes inside a generic bag. A visual inspection of the catheter revealed that the tubing was cracked below of the strain relief. Its analysis revealed an irregular cut in the tubing. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this defect was more likely damaged during use caused due to an inappropriate manipulation or damaged by a sharp object. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.